Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was no mark which came in contact with the non-insulated area of grasping section and the probe. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The coating of the probe was partially peeling. When we performed probe check, no abnormality occurred. When we closed the grasping section and checked ""seal"" output, seal short circuit error did not occur. We adopted seal mode because the tissue would be worn away in seal & cut mode. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. However based on the physical investigation result, the exact cause of the event couldn't be exclusively identified. From the past investigation results, it is likely peeling of the tissue pad occurred by the following mechanism: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. From the past investigation results, we presume that the error occurred because excessive force was applied to the probe. Peel-off of the probe coating. It was confirmed that the probe coating was peeled off if the device was handled as follows. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the tissue pads of two devices were separated. There was no patient injury reported. No further information was provided. This is the report regarding the separation of the tissue pad. This is the second one of two reports.